Event description:
Update (B)(4) 2013 - sales rep reported revision surgery on right hip due to pain and symptomatic metallosis. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (right hip).

Event description:
Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; swelling; increased ion levels; large amount of brownish fluid (not black metallosis, not pure white, but more of a creamy type gravy consistency and color, but much thinner as it was consistent with synovial fluid and associated white cells); large amount of granulation surrounding the recess of the femoral head; fibrinous brown material within the joint; part of the cup appeared to be fixed with fibrous tissue. The information received does not change the MDR decision.

Event description:
Litigation alleges patient had pain after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4)depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.